Manufacturer narrative:
This report is submitted on march 11, 2021.

Event description:
Per the surgeon, the patient developed an infection at the abutment site. Explant is planned but has not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery. This report is submitted on august 6, 2021.

Manufacturer narrative:
It was reported that the patient underwent surgical procedure for skin graft on (B)(6) 2021. The patient was then prescribed with oral antibiotics (cephalexin) for seven (7) days. This report is submitted on december 01, 2021.